Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. Concomitant medical products: 2187-75, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) had early elective replacement indicator (eri). As well, the patient's left ventricular (lv) lead had high thresholds. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.